Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient received a durom us acetabular component 56/50 p implant on (B)(6) 2006 and experienced unknown symptoms. A revision surgery is scheduled for (B)(6) 2012 due to reason not reported

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. We will submit and updated report once more information be received. (B)(4).